Event description:
It was reported that when the laser was started the doctor heard a "popping sound" and when checking the fiber noted that the end was blackened. The doctor decided he was done with the laser and didn't use another fiber. Additional information not reported. Patient outcome "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 10 feet 6 inches; the connector is detached and returned; the proximal end of the fiber blue outer sheath shows signs of melting and char; the proximal end of the glass fiber is fractured and charred; the distal fiber tip shows usage and extends 1 mm from the blue outer sheath; the distal fiber tip exhibits devitrification; the distal end of the blue outer sheath shows burn marks at the distal end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending or shipping/handling.